Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), and competitor right ventricular defibrillation (rv) lead and a right atrial (ra) lead and were explanted due to a patient infection. There was no additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. A new device was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.